Event description:
It was reported the "aquacel does not absorb as well as previous aquacel, sf exudates is 'gloopy,' it either macerates the periwound or 'seals' the exudate take off then wound is wet."

Manufacturer narrative:
It was further reported the product was changed for the primary dressing. Based on the available information, this event is deemed to be a serious injury. Additional information has been requested, however, no additional patient/event details has been provided to date. Lot number was not provided. Should additional information become available, a follow-up report will be submitted. There are (B)(4) cases associated with this product; therefore, (B)(4) separate FDA form 3500a's have been generated to address the other cases.